Event description:
Customer reported that their pump screen was dark and would not turn on, despite multiple attempts to resolve the issue following instructions to check the power connection and reboot the device. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use a backup insulin pump temporarily. Technical support arranged for a replacement pump to be sent with updated software, and the customer was advised on the steps to return the malfunctioning device to avoid additional charges and on setting up and connecting their new pump.